Event description:
The user was explanted in (B)(6) 2022 because of an infection at the magnet site.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely an staphylococcus aureus infection at the magnet site. Reportedly the recipient has a medical history of continuous use of immuno-suppressant medication in order to control severe psoriatic arthritis, which likely contributed to the observed issue. Hearing performance was not affected, and the device was working fine. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user was explanted in (B)(6) 2022 because of an infection at the magnet site.